Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the power supply board (psb) on the unit and sent the defective psb to maquet cardiopulmonary ag for investigation. The investigation could not determine a cause for the reported problem. Reference: (B)(4).

Event description:
On (B)(6) 2013, the maquet ssu for (B)(6) reported that for the hl20 that when the device is not connected to the main power the pumps will turn on even though the power switch is off. When the device is connect to main power and the system control panel (scp) and the pump at the main switch are turned on and the supply voltage is interrupted, then the scp turns off. However, the base console will continue to pump with battery voltage supplied. The issue was traced to the power supply board (article number: 70103.8897, serial number: (B)(4)). Reference: (B)(4).